Event description:
It was reported that a pt was "passing out" while "working outside" and getting "dehydrated". The reporter stated that, the pt was admitted to the emergency room (ER) three (3) times. Per the reporter, the hcp believed the pump was causing the issue. The reporter also stated that after the pt was seen in the ER, the pt was "nervous and jittery" and "will have trouble sleeping". The reporter did not know what medications were in the pump. The reporter also stated she was unaware of any volume discrepancy issues at refills following the episode of passing out.

Manufacturer narrative:
(B)(4).